Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during drain one of three. The technical service representative (tsr) reviewed the therapy log and did not find any prior alarms. The tsr assisted the hp in clearing the alarm and ending therapy. The hp was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.